Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07593. (B)(6). It was reported that myocardial infarction occurred. In (B)(6) 2012, the patient was presented with unstable angina and myocardial infarction. Subsequently, cardiac catheterization was recommended. Four days after, index procedure was performed. The target lesion #1 was a de novo lesion located in the proximal left anterior descending artery (lad) with 85% stenosis and was 10mm long with a reference vessel diameter of 3mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.50mmx20mm promus element plus stent, with 0% residual stenosis. Target lesion #2 was a de novo culprit lesion for st-segment elevation myocardial infarction (stemi) located in the proximal right coronary artery (rca) with 90% stenosis and was 5mm long with a reference vessel diameter of 4.5mm. The target lesion #2 was treated with pre-dilatation and placement of a 4.00mmx16mm promus element plus stent. Following post dilatation, the residual stenosis was 0%. In (B)(6) 2012, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, a 3.00x16mm promus premier stent was implanted in the mid lad. In (B)(6) 2016, the patient presented with mid sternal chest pain with bilateral arm tingling which is angina equivalent. Cardiac enzymes were noted to be elevated and an event of myocardial infarction was reported. Subsequently, the patient was hospitalized on the same day. Coronary angiography was performed and revealed 95% in-stent restenosis of a 3.00x16mm promus premier drug-eluting stent deployed in the mid lad. The 95% stenosis extending from mid lad to distal lad was treated with balloon angioplasty with 5% residual stenosis. Two days post procedure, the patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, 95% in-stent restenosis was confirmed in the promus element plus stent in proximal left anterior descending artery (lad), but not in the promus premier stent as previously reported.